Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm. It was reported the pt's vessel were extremely diseased. The pt has a history of hypertension, hypercholestermla, prostate cancer and conn's syndrome. Past surgical history, left inguinal hernia, radical retoropubic prostatetomy and laparoscopic adrenal/ectomy. It was reported during insertion of the guidewire both iliac arteries were dissected necessitating distal stent graft extensions. Two days after the procedure the pt was found to have symptoms consistant with either pelvic or rectolgmoid ischemia, likely due to loss of hypgastric and/or collateral circulation within the pelvis and lower abdomen. The pt underwent resuscitation throughout the day including sigmoidoscopy, which noted areas of ischemia identified on the mucose. The pt was taken to the operating room for exploration. A palpable pulse within the superior mesenteric artery was identiifed and when dividing the mesentery as part of the small bowel resection, bleeding was encountered, making the etiology of the small bowel ischemia more likely from showered emboli than from a true ischemia. There was no evidence of gross contamination within the entire abdomen. No additional clinical sequelae were reported.